Event description:
Information received by medtronic indicated that the customer had high blood glucose. Customer's current blood glucose level was 255 mg/dl. Customer had symptom's such as difficulty in breathing and other shaky. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). The pump passed the displacement test, rewind test, prime/seating test. Basic occlusion test, force sensor test, occlusion test and self test. Successfully downloaded history files and traces using thump. No unexpected battery alerts, power alarms, or pump errors were found in the history files on or near the event date. Insulin flow blocked alarms during bolus were found on the event date at 07:00:18.00 and 08:47:56.00. Pump was cut open for visual inspection and found dried insulin in the motor slide and moisture damage on pcba 1 and force sensor. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay. Pump passed full drive test and full functional test. Unable to confirm high bg. Exposed to moisture confirmed on pcba 1 and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.